Event description:
The account alleged that the head section will lower several inches over a period of several hours.

Event description:
The user stated she noticed low potassium results and repeated testing on the integra 400 analyzer. Of the data provided, the results for 6 samples were discrepant. Sample 1 initial potassium result was 2.3 mmol/l, repeat result was 3.3 mmol/l. Sample 2 initial potassium result was 2.9 mmol/l, repeat result was 3.5 mmol/l. The original results for these samples were not reported. Sample 3 initial sodium result was 130 mmol/l, repeat result was 136 mmol/l. Sample 4 initial sodium result was 124 mmol/l, repeat result was 130 mmol/l. Sample 5 initial sodium result was 130 mmol/l, repeat result was 136 mmol/l. Sample 6 initial result was 129 mmol/l, repeat result was 135 mmol/l. The original results for these samples were reported. The patients were not admitted to a medical facility, treatment was not provided, altered or withheld and no death occurred due to the alleged erroneous results. The user stated they had called the corrected reports before the physicians had reviewed the patient charts. The lot numbers of the potassium and sodium electrodes were not provided. The field service representative determined there was a problem with the internal standard reagent . He switched to a backup internal standard bottle and performed an ise sipper alignment. To verify the analyzer operation, he performed an ise check with results within specification and ran calibration, qc and precision testing with acceptable results.

Manufacturer narrative:
The misadjusted sipper nozzle caused the falsely low recovery and was corrected during the service visit. The patients were not treated, as the results were not reported outside the laboratory.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.